Manufacturer narrative:
This information was inadvertently left off the initial medwatch. This does not change the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2013 - ppd received. Dor has been updated. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 03/20/2014 - medical records received. Patient was revised to address a femoral bone fracture due to a fall, little bony ingrowth on the cup, and stem loosening due to the fracture. The stem is being added to the complaint as non-reportable. This complaint was updated on: 04/07/2014.

Event description:
Litigation papers allege:patient was implanted with a depuy asr hip implant on her right side on or about (B)(6), 2009. Patient has experienced pain and discomfort, as well as elevated levels of cobalt and chromium in her blood stream. She has not yet scheduled a revision surgery.